Event description:
The customer contacted baxter's technical service center regarding a check lines and bags alarm, which occurred on the homechoice (hc) during the prime cycle due to a loose connection. A supply bag was not spiked all of the way. The error cleared after pushing the spike all the way in to the bag. The sample was discarded. No patient injury or medical intervention was reported. No additional information available.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. Should additional information become available, a follow-up report will be submitted.